Manufacturer narrative:
The third party service provider confirmed that the device was not sent back for evaluation per customer's decision. A cause of the reported issue could not be determined. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device was unable to power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent will perform an initial evaluation of the customer's device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.